Manufacturer narrative:
Correction to section d4 - lot # the complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 63239ud00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any related trend regarding commonalities for lot number 63239ud00 and issue for the product. A device history review did not identify any nonconformances or deviations associated with lot number 63239ud00. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c magnesium reagent lot number 63239ud00 was identified.

Event description:
The customer observed a falsely elevated magnesium on the alinity c processing module for one patient. The following results were observed (reference range: 0.70-1.10 mmol/l): 29oct2024, sid (B)(6), initial magnesium result= 3.876 mmol/l; repeat result= 0.90 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium on the alinity c processing module for one patient. The following results were observed (reference range: 0.70-1.10 mmol/l): on (B)(6) 2024, sid (B)(6), initial magnesium result= 3.876 mmol/l; repeat result= 0.90 mmol/l. There was no impact to patient management reported.